Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the device was found to be in backup vvi mode with no therapy available due to a power on reset. Device replacement was recommended. No further information is available.